Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged.

Manufacturer narrative:
Further information requested but was not received.